Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During testing the repair center identified the device had cut at pink probe, no (thixotropic adhesive) ke45 at light guide bundle cover, objective lens adhesive had cracks. There was no patient involvement.